Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the hospital suspects that the patient disconnected both power sources by accident. No malfunction was suspected.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dvpa2d4 ICD, implanted: on (B)(6) 2024, additional products: d1: heartware ventricular assist system controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2023 / serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 08-dec-2022, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during log file review it was revealed a motor start event with parameters outside of typical range. Per the ventricular assist device (vad) coordinator there was a double disconnect but the circumstances were unknown. Labs were drawn the lactate dehydrogenase (ldh) and international normalized ratio (inr) were normal with no concern for thrombus. The vad and controller remain in use. No patient complications have been reported as a result of this event.